Event description:
It was reported that during a cryo ablation procedure, when the sheath was placed into the right atrium, an intracardiac echo was also inserted causing tension on the hemostatic valve of the sheath. It was indicated that blood leaked out and the valve malfunctioned. Furthermore, after inserting the sheath and the catheter into the left atrium, negative pressure was applied and a flush was unable to be performed. Negative pressure continued to be applied and a thrombus was able to be drawn from the sheath. Heparin was administered and a coagulation timing study was completed. The case was able to be continued and was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files showed that twenty-eight applications were performed during the event date. Also, data files did not show any system notices and the console output data showed that the console performance was as expected. The device was not returned and the sheath performance cannot be verified by data analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.